Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was from 460 mg/dl to 480 mg/dl. Customer states that after hour blood glucose was 580 mg/dl. Customer also states that high blood glucose was treated by using manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with multiple boluses and monitored. The amount of units left in the reservoir matched the units have been delivered.